Event description:
It was reported the programmer did not start up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however there were errors found in the error log. The hard drive was reconfigured, software was reloaded and the link electronic module (lem) circuit board was calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).